Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker recorded low, out of range pacing impedance alerts for both non bsc right atrial (ra) and right ventricular (rv) leads. It appears that this issue is already known for the patient and the physician said no special action was required. The pacemaker, ra and rv leads remain in service. No adverse patient effects were reported.